Manufacturer narrative:
A DHR review was completed with no noted non-conformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of blisters and itchy skin. Patient did seek medical treatment and treated with over-the-counter medication: mild soap/vinegar and hydrogen peroxide.